Manufacturer narrative:
UDI number: (B)(4). A decision was made on 29 november 2016 to report all prophylactic explants that are reported to st. Jude medical (sjm). Therefore, 29 nov 2016 is used as the aware date for all prophylactic explants occurring prior to this date. The ICD was returned from the field and was evaluated. Longevity estimations show the battery voltage was normal based on device usage. (B)(4).

Event description:
Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no eri alert or allegation of premature battery depletion, the device was explanted prophylactically.